Manufacturer narrative:
Event date estimated.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was repositioned and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.